Event description:
Foley catheter balloon failure to deflate. Multiple attempts to deflate balloon failed. Surgeon dr [redacted] pulled the foley intact, balloon still inflated with about 4-8ml of fluid in balloon. No blood present on foley, at the tip or on balloon.